Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd nexiva¿ diffusics¿ closed IV catheter system as the nurse went to attach 10cc syringe to flush system and as she went to depress the plunger, the tubing came apart near the hub before she could even begin flushing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during the use of the bd nexiva¿ diffusics¿ closed IV catheter system as the nurse went to attach 10cc syringe to flush system and as she went to depress the plunger, the tubing came apart near the hub before she could even begin flushing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The device history report for lot number 7326874 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 7326874 was manufactured on november, 2017. This is the second instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation. The sample demonstrated the detachment of the tubing from the luer adapter. Closer visual inspection of the device revealed a lack of adhesive in the joining section of the adapter. The most likely root cause for this complaint is the result of the extension hosing not being properly aligned with the sensor in the adhesive container; this can result in air flowing into the housing and creating air bubbles that damage the integrity of the bond. Base on the risk priority number and trend not confirmed, no CAPA was initiated, however a maintenance preventive task was add monthly to the 3 extensions set equipment¿s in order to verify this condition as part of the verification. Bd will continue to track and trend for this issue.

Event description:
It was reported that during the use of the bd nexiva diffusics closed IV catheter system as the nurse went to attach 10cc syringe to flush system and as she went to depress the plunger, the tubing came apart near the hub before she could even begin flushing. There was no report of exposure, serious injury or medical intervention.